Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results for four patient samples tested for ca2 calcium gen.2 (ca) on a cobas 8000 c 702 module (c702). Of the four samples, two had erroneous initial results that were reported outside of the laboratory. The samples were repeated on a different analyzer and the repeat results were believed to be correct. The first sample initially resulted as 5.2 mg/dl accompanied by a data flag. The sample was repeated, resulting as 9.2 mg/dl. The second sample initially resulted as 5.4 mg/dl accompanied by a data flag. The sample was repeated, resulting as 9.0 mg/dl. The patients were not adversely affected. The ca reagent lot number and expiration date were asked for, but not provided. The field service engineer determined that the cell rinse levels were misadjusted. He adjusted the cell rinse and verified that the adjustment was successful.